Event description:
Per the clinic, the patient experienced facial nerve stimulation and poor performance with the device. The device was explanted on (B)(6) 2021, due to incorrect placement. The patient was reimplanted with a new device on the same date.